Event description:
Began having black out episodes, developed multiple sinus conditions, heart palpitations, asthma related problems, hashimotos, fibromyalgia, vision problems, ocular nerve disk degeneration of spine, scleroderma, rectal prolapse, gastro problems, food and environmental allergies, rheumatoid arthritis, epstein barr virus, severe depression, stuttering, brain fog.